Event description:
Caller reported a cgm error with a code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller through the process. After resetting, the pump no longer displayed the cgm error, and the caller successfully started their sensor session.